Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b1. Please see updates to b1, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the subject device was unable to switch to the 3d image due to a scope failure. The final root cause of this event was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts (gfe) were made to obtain additional information; however, no response received. As part of trouble shooting, the customer was sent a diagram to check the cabling as ¿3d toggle buttons on the front panel not working¿ could be a cabling issue. The customer was asked to check the monitor configuration and was asked to select ¿auto 2¿ option in the 3d setting. However, the customer responded that the only options available were ¿auto¿ and ¿auto 1¿. Upon further follow up, the customer stated that they swapped out the endoeye scope and the 3d image returned. The device was not returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported to olympus that they were not able to toggle to three-dimensional (3d) visualization image using the 3d visualization unit. The two-dimensional image was however displayed. The 3d toggle buttons on the front were not lit up. The customer swapped out the endoeye scope and the 3d display returned. The diagnostic procedure was successfully completed. There were no reports of patient harm associated with the event.